Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the returned sample determined that it was received, one suture outside its packaging that pertains to product code w9113. Upon visual assessment of the winding former, it was observed that the suture had begun with a degradation process caused by exposure to the environment. As per the condition of the returned sample, the functional test could not be performed. In addition, the top foil was visually inspected, and no anomalies were observed during the evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device w9113; sjbbbcc0 number, and no non-conformances were identified. W9113 manufacturing date: 01.aug.2022 expiration date: 31.jan.2028

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, when the suture was taken out of the reel, the suture broke into many pieces and could not be used. Upon visual assessment of the winding former, it was observed that the suture had begun with a degradation process caused by exposure to the environment. As per the condition of the returned sample, the functional test could not be performed. In addition, the top foil was visually inspected, and no anomalies were observed during the evaluation. No adverse patient consequences were reported. Additional information was requested.